Manufacturer narrative:
B4 (date of report).

Manufacturer narrative:
G3 (date received by manufacturer), h2 (follow up: device evaluation), h3 (device evaluated by manufacturer).

Event description:
It was reported that cartridge change errors occurred with multiple cartridges during the load sequence. Customer reverted to an alternate form of insulin therapy. Customer¿s blood glucose level was 89 mg/dl.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.